Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced keypad issues on the insulin pump. The customer stated that the up arrow button was hard to press and not working. The customer's blood glucose was 147 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues apart from just arriving at home. The customer had just received the insulin pump and had not used the insulin pump at all. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.